Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis did not reveal low flows or any anomalies near the reported event date. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving no audible alarms can be attributed, but not limited to, a faulty speaker and/or speaker connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had low flow messages on the controller without any audible alarms. The controller remains in use. No patient complications have been reported as a result of this event.